Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016 a medtronic representative, following-up at the site, reported investigating and found that the shavers are tracking 100% of the time and have not been intermittent. The new instruments that were checked both verified at 1.2-1.5 millimeters. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the site performed two subsequent procedures and the site seemed to have been having trouble with the emitter positions. All of the instruments verify and the navigation system fully checks out. The medtronic representative discussed emitter placement and made recommendations that if they encounter difficulties again to just move the emitter. They did not realize the emitter could be moved once the procedure started return requested for suspect emitter. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system emitter was cutting in and out. The site was able to trace the patient and register. The site was unable to navigate any instruments except the shaver, due to the emitter cutting in and out. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.